Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that the customer's replacement insulin pump had the settings programed in the settings. The customer stated that they did not program the settings according to what the screen displayed. However, the customer was informed that they may have accidently pressed the wrong button causing issue. The customer was advised to use the carelink program to monitor the history of the actions taken by the insulin pump. The customer did not return the product back for analysis.